Manufacturer narrative:
Carefusion complaint follow-up (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit is alarming vent inop and motor fault. Transducer calibration was performed with no issues however the problem was not corrected. The customer removed the turbine from this ventilator and installed it on a known working ventilator, and the new ventilator also alarmed vent inop and motor fault this issue did not occur while on a patient.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect turbine assembly for investigation. An investigation was performed and the reported issue was able to be confirmed or duplicated. The turbine interface printed circuit board assembly has become corrupted and failed. This issue will be internally investigated within vyaire.